Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sig hp fbt cem kl pnch sz4-5 became stuck in the tibia during keel punch. Neither of my handles would engage it to remove it. It was also noticed that during implant impaction, the impaction tip of the sp2 tibial radel impactor broke into pieces.